Event description:
Customer alleges the push bar broke. No injury alleged.

Event description:
Customer alleges the push bar broke. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ih6074a/ih61, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1141494 rev b (sep-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued mfg. Report #1531186-2012-00236. The original report stated that the manufacturer was invacare (B)(4) whose registration # is (B)(4) while the manufacturer as invacare (B)(4), whose registration # is (B)(4). The correct manufacturer is goodbaby, registration (B)(4). This is a foreign manufacturer. No RMA has been initiated for this issue. Model ih6074a/ih61, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number 1141494 rev b (sep-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.